Manufacturer narrative:
Patient codes: device codes: (B)(4). The device was not returned. A review of the lot history record of the complaint devices could not be performed because the products were not returned for analysis and the part/lot information for the devices was not provided. Based on the information reviewed, a definitive cause for the reported patient effect of death for the patients could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: vascular complications after percutaneous mitral valve repair and venous access closure using suture or closure device.

Event description:
This event was captured based on literature review. It was reported through a research article identifying mitraclip that may be related to patient death. Details are listed in the attached article, titled vascular complications after percutaneous mitral valve repair and venous access closure using suture or closure device. No additional information was provided.